Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: august 2007. A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Field service specialist visited the account and performed 3 month preventative maintenance checklist and calibrations. Performed autocorrelation pulse width check, performed ifs spot size camera measurement. System meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had gas bubbles below cornea after making flap in right eye. The doctor had to wait approximately 5 hours to continue the excimer surgery. Excimer laser treatment done in both eyes. It was also reported that patient had central epithelial erosion that required bandage contact lens (bcl) and topical steroids. Vision on 1 day post op was 0.05. Best corrected visual acuity (bcva) pre op 1.0 and post op: bcva 0.05. Surgeon believes that the event was caused in both cases by the intralase pi. Patient was seen on (B)(6) 2016 and bcva is 1.0 and eye is a bit dry on the surface.